Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for h11g26049, h11e10138, and h11e21044 with no issues noted during the manufacturing process. This complaint is not confirmed because the disposable set was not returned to baxter. The complaint investigation did not describe any types of use errors that might have caused potential contamination. Therefore, the complaint is not confirmed and the assignable cause is determined as no device malfunction or use error identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by consumer with supplemental information by a nurse from the USA of constipation and peritonitis with (B)(6) in a patient coincident with dianeal pd4 ambuflex and extraneal viaflex therapies. On (B)(6) 2010, the patient began treatment with dianeal pd4 ambuflex and extraneal viaflex (lot numbers, doses, and frequencies not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported. On an unreported date, the patient experienced (B)(6). Treatment and outcome were not reported. On (B)(6) 2011, the patient was diagnosed with peritonitis and was hospitalized for the event on (B)(6) 2011. Treatment was not reported and the patient had not recovered. On an unreported date in 2011, dianeal and extraneal therapies were withdrawn for an unreported reason. The following information was obtained from the peritoneal dialysis nurse on (B)(6) 2011. During the week of (B)(6) 2011, the patient had fake finger nails applied. On (B)(6) 2011, the patient's old transfer set was switched to a new transfer set. On (B)(6) 2011, the patient was diagnosed with constipation and peritonitis. On that same day, a peritoneal effluent culture was performed and the results revealed (B)(6). Treatment was not reported. On (B)(6) 2011, the patient was hospitalized for the peritonitis. Treatment was not reported for the peritonitis. The patient was retrained and instructed not to have fake finger nails. At the time of this report, the patient had not recovered from either event. Dianeal and extraneal therapies were ongoing. The nurse stated the events were not related to dianeal or extraneal therapies. The nurse stated the peritonitis could have been related to the fake finger nails, constipation, or new transfer set. On (B)(6) 2011 baxter contacted facility and spoke with peritoneal dialysis nurse. Nurse reported that she didn't want to rule out the transfer set or the patient's artificial nails as the cause of the condition as the infection occurred after having both the transfer set and the artificial nails put on. Patient still is using the transfer set and still has not removed the nails as she was too ill to have them removed at this point. No further information was given at this time.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. The cause of the reported condition of peritonitis is unknown. This is report 1 of 4 involved in this peritonitis event.